Event description:
It was reported that during the process of cutting sheath, the sheath ¿abscission, repeat several times failed.¿ the sheath was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).